Event description:
Medtronic received a report that the pipeline flex failed to open and encountered resistance with the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured, intracranial, right ophthalmic artery segment aneurysm. It had a max diameter of 19.68 mm and a 10.18 mm neck diameter. The landing zone was 3.2 mm distally and 4.65 mm proximally. The access vessel femoral artery was 8.16 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. The angiographic result post procedure was a small amount of contrast agent was retained within the aneurysm.   It was reported that the patient was admitted for a large ophthalmic artery segment aneurysm and underwent a blood flow-diverting stent implantation procedure. After the flow-diverting stent was positioned, it was deployed in situ below the internal carotid artery bifurcation. After more than 10 mm of deployment, the tip end still failed to open. The flow-diverting stent was then advanced further to the straight segment of the middle cerebral artery to open, and the stent was deployed, but suspected flattening/kinking occurred at the carotid siphon, with significant system resistance. Despite push-pull maneuvers and increasing/decreasing the system tension, the issue could not be resolved. The system was retrieved for a second deployment attempt, after opening below the bifurcation and deploying, kinking at the carotid siphon persisted and could not be corrected, with very high system resistance. During operation, the system slipped. The system and stent were then replaced, and the procedure was completed successfully. There was phenom catheter resistance within the distal section of the catheter. The middle of the pipeline failed to open. The middle of the pipeline had been positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were additional steps such as increasing/decreasing the system tension, as well as maneuvers such as swinging and tapping to attempt to open the pipeline. The pipeline was resheathed and removed with the microcatheter and from the patient. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indic ated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a medtronic ev3 react-71-115 guide catheter, and an avigo guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional code was added upon review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 and h6 fdd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was completed using a new set of products. No causes or contributing factors for the event were identified. A continuous saline flush was administered and maintained in accordance with the IFU, and no damage to the pipeline pushwire or catheter was observed. During deployment, the pipeline device slipped together with the microcatheter in a proximal direction relative to the aneurysm; no additional pipeline devices were in use at the time. The slip occurred during deployment, and the pipeline was not implanted at the intended location. The device was noted to jump during deployment, and the catheter tip also moved. Poor distal opening of the pipeline was observed, with the mid portion suspected to be not fully opened.

Manufacturer narrative:
Update e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.